Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt reported having an infection. A f/u call was made to the pt's peritoneal dialysis nurse who reported that the pt was diagnosed with a touch contamination peritonitis on (B)(6) 2015. The pt was treated with intraperitoneal vancomycin.